Event description:
It was reported that this recently implanted subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited low amplitude, oversensing, and several inappropriate shocks. Reprogramming efforts were performed and the s-ICD system remains in service. Currently, this product remains in service and no additional adverse patient effects were reported.